Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this ra lead exhibited noise and oversensing resulting to inappropriate mode switch. There was also pacing inhibition which resulted to less than 2 seconds of asystole noted. Pocket manipulation, valsalva maneuver and isometrics were performed but were not able to reproduce the noise. The p-wave measurement was greater than 3 millivolts and threshold measurement was at 1.0 volt at 0.4 milliseconds with pacing impedance at 550 ohms. The physician decided to reprogram atrial sensitivity to 0.75 millivolts and to continue monitoring the patient. This ra lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.